Manufacturer narrative:
Philips service rebooted the system and returned it to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to complete bootup, stuck at login screen on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.